Event description:
Please advise me on how to handle a company with products failing due to poor manufacturing/design. I am a periodontist who has been using nobelbiocare for decades. Recently, many dental implants have fractured due to poor manufacturing/design. The company will replace the implant, but that is all. They will not cover the surgery to remove the implant (a difficult surgery), the cost of grafting bone, and a new restoration. This is (B)(6) that the patient or dentist/periodontist has to pay. If a product fails due to improper design or manufacturing, nobelbiocare should do the right thing and cover all the expenses involved. Also, the patient has to have additional surgeries and discomfort due to their errors. Can you let me know what to do about this issue? I want nobelbiocare to do the right thing. Thanks for your help. (B)(6), dmd, ms. Ref report: mw5162212.